Event description:
The customer reported that the pump screen was not functioning and would not turn on despite several troubleshooting attempts. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.